Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil device was used in an unknown procedure. According to the complainant, during procedure, the device was unable to open and close properly. It is unknown if there was a stone present in the coil when it did not open. The procedure was completed with the same device. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information were unsuccessful.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil device was used in an unknown procedure. According to the complainant, during procedure, the device was unable to open and close properly. It is unknown if there was a stone present in the coil when it did not open. The procedure was completed with the same device. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
A visual analysis of the returned stone cone nitinol urological retrieval coil was performed. The handle was not returned. Following a detailed device analysis, it was noted that there was a kink 12 cm from the distal end of the blue sheath. It was also observed that the white heat shrink accordioned 15.5 cm. From the proximal end of the end of the device and the blue sheath was accordioned 28.5 cm from the proximal end of the device. The device will not open/close. Taking into consideration the results of the product analysis together with all available information from the complaint, this complaint will receive a most probable root cause classification of undeterminable. A DHR (device history record) review could not be performed because the batch/lot number is unknown.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date.